Event description:
To treat the main target lesion in the distal rca, unknown guidewire was advanced by retrograde approach manner, tip of the guidewire came out via the pda and stent was deployed. Then, the subject guidewire was advanced by antegrade approach manner into the distal branch of rca, and another stent was inserted into this vessel. The procedure had taken 2 hours up to this stage. When the subject guidewire was pulled back for removal, it was noticed that the guidewire got caught in the stent of the distal rca. After additional 2 hours attempt to remove the guidewire, the guidewire broke in the vessel and the broken fragment was floating in the mid rca. Additional stent was used to fix the floating fragment. Procedure was successfully completed, the patient was discharged with no further complications.

Manufacturer narrative:
Device investigation could not be conducted since it was not returned to the manufacturer. Though lot history review could not be conducted because of no lot information, there is no indication of a product deficiency since all the guidewires are inspected during the production process for meeting the products' specifications and shipping criteria. With the provided information, it is inferred that during the attempt to remove the trapped guidewire, rotational and/or push-pull manipulation might be repeatedly applied, resulting the accumulation of rotational and/or bending force at the distal section, and brakeage of the guide wire due to the accumulated force which exceeded the product design limit.